Event description:
Boston scientific received information that this left ventricular (lv) lead had retracted a bit into the superior vena cava post implant. Oversensing of atrial signal was noted on the lv lead. Technical services discussed programming troubleshooting which the physician reported had worked well. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received indicating high pacing threshold measurements along with loss of capture were also observed. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.